Manufacturer narrative:
Device is a combination product. A synergy stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and pulled distally from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03apr2020. It was reported that difficulty crossing was encountered. Vascular access was obtained via right radial artery. The 4.0 x 40mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. Following pre-dilatation with two non compliant balloon catheters, residual stenosis was 60%. A 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.